Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument manufacturing date: december 5, 2016, expiration date: november 30, 2026, part number: 04.037.125s, 11mm/125 deg ti cann tfna 340mm/left- sterile, lot number: h244420 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55, lot number: l096117, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55 lot number: 9937548, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h198463, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h123944, lot quantity: (B)(4). Certificate of analysis was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø11 le 125° l340 timo15 (p/n: 04.037.125s, lot number: h244420 ) was received at us customer quality (cq). Visual inspection of the complaint device showed the nail was broken at the proximal slot. Drill marks were observed. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: proximal shaft od measured dimensions: proximal shaft od = conforming device used - caliper . Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the nail was broken at the proximal slot. Drill marks were observed. There was no indication that a design or manufacturing issue contributed to the complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the received condition, it could not be determined during investigation whether the drill marks caused or contributed to the break. Pie and pia was launched previous to this complaint to investigate tfna nail breakage and associated drill marks/damage at the head element hole/blade aperture. . Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Device history lot: product was not returned and therefore, no further investigation is possible. Reviewing received picture, the breakage of the nail can be confirmed. The breakage point goes through the hole at the head. Moreover, one screw was found to be backed-out. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a revision surgery due to broken material and non-union bone after 3 months of tfna implant. It was unknown if the revision surgery completed successfully. The patient was in adverse situation due to revision surgery for broken tfna. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). Unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) 11mm/125 deg ti cann tfna 340mm/left - sterile. This report is 1 of 2 (B)(4).